Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they took the batteries out and the pump will not respond to anything. The customer states that no button would respond. The customer's blood glucose level at the time of incident was 148mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer mentioned having had a blood glucose level of 457mg/dl. The customer states they were treating with manual injections since they were unable to use the pump.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump passed all operating currents tested within the specification range and passed off no power test. The pump was monitored and tested with no unexpected battery out limit frozen display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window noted.